Manufacturer narrative:
The reported events were lead dislodgement, lead damage, loss of capture, and high pacing impedance. As received, a complete lead was returned in three pieces with the helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The reported events of loss of capture, lead breakage, and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during a follow up in clinic, high pacing impedance and loss of capture were noted on the right ventricular (rv) lead. Rv lead damage was observed both visually and via diagnostic imaging. The rv lead was explanted and replaced to resolve the event. During the procedure, rv lead dislodgement occurred while the physician was cutting a portion of the rv lead as part of the explant. The patient was in stable condition.